Event description:
Boston scientific received information that this right ventricular (rv) lead had sustained a fracture due to subclavian crush. Pacing inhibition was noted for this pacemaker dependent patient which resulted in a syncopal episode. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.